Event description:
It was reported that constant beeping at power on was experienced.

Event description:
It was reported that constant beeping at power on was experienced.

Manufacturer narrative:
B5: additional information received via email on 03/02/2022 and attached to the complaint: there was no patient involvement with this pump. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. The investigation found that the moment the device was powered up it began double beeping. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1, d4 model number.